Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented during followup in-clinic. The right atrial(ra) lead was capped on (B)(6) 2019 due to dislodgement. The patient was stable.